Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device returned with the rotaburr loaded on it, and it could not be removed. The body of the guidewire was bent/kinked measured from distal to proximal. Microscopic inspection of spring tip was observed bent/stretched and detached. The total length of the guidewire was measured, and the overall length was between the tolerances established on the drawing, even though the spring tip was detached.

Event description:
Reportable based on the device analysis completed on 05sep2025. It was reported that the device was kinked. The 98% target lesion was located in the severely tortuous and severely calcified artery. A 330cm rotawire was selected for use. During procedure, the physician used ptca wire and then done the case as rotawire got kinked. The device was completed with the use of an alternative method. There were no patient complications. However, the device analysis revealed that the burr was stuck, and spring tip was detached.